Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging they were unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
A review of the black box data showed multiple loss of prime warnings with low non-zero and zero force. The pump was exercised for 24 hours with no prime issues. The force sensor calibration was found to be within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was torn. The button was operable during testing. (B)(4).